Event description:
It was reported that during a device implant procedure, the patient experienced chronic af. Programming changes were made to the device, however, upon mode switch, the device was not trigger-pacing. Tachy therapy was disabled. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.